Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to loss of consciousness, blood glucose (bg) level of 1131 mg/dl and diabetic ketoacidosis. Customer was treated with insulin drip, fluids, and unspecified intravenous fluids. Customer was released on (B)(6) 2020 with no permanent damage indicated by healthcare providers. Customer alleged pump did not deliver insulin as intended. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.